Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was consuming additive in tube. The following information was provided by the initial reporter: translated to english. The customer stated: "the pregnant patient ate the gel in the sst ii tube. Doctor reached out to bd rep. , medical affairs supplied msds for first aid measures to doctor."